Event description:
It was reported that the pump touch screen was damaged in the corner making it difficult to read. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.